Event description:
Customer reported device = 433 mg/dl at 7 pm. Customer had taken usual diabetes medication prior at 11 am. Customer took another diabetes pill and felt funny. Customer called emergency medical tech (emt) & their device = 41 mg/dl. Customer was given a glucose injection, orange juice, and sugar water before being transported to the hosp. Hosp gave customer some food and they were released. Strips were expired. No controls were used. Device was coded incorrectly. A request was made for return product and replacement product was sent.